Event description:
It was reported the blade was used during a hemorrhoidectomy. It was reported the patient returned to the emergency room and was admitted due to air found between muscle and bowel wall.